Manufacturer narrative:
The patient provided two lot-serial numbers; however, it is unknown which lot-serial number belongs to the suspect medical device due to unknown affected side. If additional information is received, a supplemental report will be submitted as applicable. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast augmentation with 200cc mentor smooth round moderate plus profile saline breast implant experienced implant deflation postoperatively, on an unspecified side. As a result, the patient underwent explantation and replacement with 225cc mentor smooth round moderate plus profile saline breast implants, catalog # 3502225, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2009.